Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise that resulted in pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2024. The patient was in stable condition before, during, and after the procedure.